Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers. D4- a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein with three proglide devices using the pre-close technique prior to an interventional procedure. Reportedly, the suture knot came out of the body for all three devices. The sheath was upsized to a 16fr and the interventional procedure was completed. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production record and complaint history of the reported lot could not be conducted because the lot number was not provided. A review of the corrective and preventive actions (CAPA) were performed and revealed no indication of a product quality issue. The investigation determined that the reported suture malposition of the device and unexpected medical intervention appear to be related to operational context. It is likely that an interaction with patient anatomy or friable femoral vessel contributed to the reported suture malposition issue. The additional devices referenced in b5 are filed under separate medwatch report numbers. D4- a partial UDI was provided as the lot number is not known.

Event description:
Subsequent to the initial MDR report, additional information was received which indicated that this complaint is a duplicate of (B)(4), previously filed under MFR# 2024168-2024-07199. The complaint was confirmed to be a duplicate based on the following information that matched: device part number, procedure date, physician and reporting sales representative confirmation. This duplicate was found after the initial reports for this event were filed.